Event description:
The customer reported that they were unable to connect workstation to the c-arm. This resulted in loss of system functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.